Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump insulin was squirting during manual prime process. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had crack at lower left hand corner on screen and casing . The customer stated that the battery screw cap was worn and slower during rewind. Insulin pump was grinding noises during rewind. The insulin pump will not be returned for analysis.